Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states two undated x-rays images were provided for review and confirms the reported. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a procedure during a follow-up, it was noticed on the x-rays that the guide wire used to introduce the soft silk anchor broke inside the patient and it was left behind in the patient's knee. After that, there was a follow-up surgery to remove the wire on 2/19/24 and the wire was successfully removed. The patient is continuing normal rehab from surgery. No further complications were reported.